Manufacturer narrative:
Batch review performed on 18 march 2026. Moto partial knee 02.18.tf2.rm moto medial tibial tray s2 rm lot 2500399 ((B)(6)): (B)(4) items manufactured and released on 05-may-2025. Expiration date: 2030-apr-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Moto partial knee 02.18.eif2.07.rm moto medial e-cross tibial insert s2 rm - h7 lot 2307929 ((B)(6)): (B)(4) items manufactured and released on 19-jun-2023. Expiration date: 2028-jun-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to intra prosthetic dislocation between the tibial insert and tibial tray noticed during a knee arthroscopy performed due to persistent pain approximately 7 months after primary surgery.